Manufacturer narrative:
E1: initial reporter city - (B)(6).

Event description:
It was reported that the shaft was separated. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, the materials being advanced through the shaft always get caught on the shaft. Consequently, it was noted that the shaft has been separated from the front part outside the patient. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the shaft separated at the radiopaque helical collar area of the catheter

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft separation occurred. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, ancillary devices were becoming caught within the guidezilla ii catheter-guide extension shaft. It was noted that the shaft became separated from the front part of the catheter which was outside the patient. The procedure was completed with another of same device.

Manufacturer narrative:
E1: initial reporter city - (B)(6). Device evaluated by manufacturer: returned product consisted of a guidezilla ii 6f guide extension catheter. The device was visually and microscopically examined. There was a kink in the hypotube just distal to the strain relief and at 34.5cm from the strain relief, the hypotube was kinked. There was full collar and shaft detachment which is indicative to torquing or twisting the device during use. There was flat shaft for a length of 6mm from the shaft and collar separation. At the distal end of the flat shaft, the shaft was kinked. At 13cm, and 18.5cm from the separation, the shaft was twisted and kinked. There was blood present in the shaft of the device. Product analysis confirmed the reported separation, as the shaft was separated just distal to the collar of the device. However, the damage to the device indicates there was force during handling of the device. Blood present also indicates that the device was used past the point of preparation.

Event description:
It was reported that the shaft was separated. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, the materials being advanced through the shaft always get caught on the shaft. Consequently, it was noted that the shaft has been separated from the front part outside the patient. The procedure was completed with another of same device. No patient complications were reported.